Event description:
Boston scientific received information that high shock and pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The ICD was also set to value other than monitor plus therapy. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.